Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a balloon rupture and vessel perforation occurred. The patient presented due to unstable angina. Cardiac catheterization revealed 2 lesions. A the first lesion was identified in the left circumflex artery (lcx) that was reported to be 99% stenosed in a large first obtuse marginal. A forte guidewire was advanced down the lcx and a 2.5x23mm promus stent was deployed with a high pressure inflation resulting in full stent expansion without residual narrowing or interval dissection. Examination of the left anterior descending coronary artery (lad) revealed previously placed stents in the to be widely patent but with significant disease distally and a discrete lesion at the proximal stent margin. This target lesion was 95% stenosed and 26mm long target lesion located in the mid vessel with a reference vessel diameter of 2.5mm. A 2.5x12mm maverick2 monorail balloon catheter was selected for predilation and the same guide wire was used. The balloon catheter was advanced to the target lesion, however resistance was noted as it crossed a the proximal stent margin of the previously placed stents. During the first inflation, the balloon was inflated to 6atm, and during the second, it was inflated to 16atm. The balloon was expanded one more time to 4atm, at which point a balloon rupture occurred resulting in a vessel perforation. No patient symptoms occurred as a result of the perforation. It was able to be successfully treated with a 2.25x16mm taxus liberte stent. In total 3 stents were placed overlapping: a 2.25x16mm, 2.25x12mm, and 3.0x8mm taxus liberte stents resulting in 0% residual stenosis. The patient was discharged the next day in good condition.